Event description:
It was reported that during the implant procedure and utilizing fluoroscopic visualization the right atrial (ra) lead helix would not extend despite excessive turns with the rotation tool. The lead was removed from the body and an alternate lead was placed without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.